Event description:
It was reported that patient stopped feeling stimulation in 2016 (approximately 3-4 weeks ago). The patient stopped getting symptom relief in 2016 (within the past couple of weeks). The representative indicated that impedance measurements taken and was all over 4000. The rep increased to 2.5v and 360 pw and still showed all over 4000. The representative indicated that the patient was not feeling stimulation and not getting symptom relief on any of her programs. Additional information received 4 days later indicated that patient was scheduled for an x-ray. Then by those images the doctor would decide how to proceed. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.